Manufacturer narrative:
A maquet field service technician (fst) evaluated the device and found that paint was chipping on the cupola upper body structure. The repair is pending on the hospital decision. Per the device IFU, it is the responsibility of users to verify on a daily basis, the absence of paint chips, impact marks and any other damage.

Event description:
Hospital employees informed a maquet sales representative of various issues with their x10 light in operating room a. The lens is cracked and paint is peeling off the back of the lamp head, with a possibility for paint chips to fall into a patient. This room is the only room with laminar flow. The reporter also noted that the room is cleaned more thoroughly due to it being a total joint room. No injury or adverse effects were reported. Factory reference number: (B)(4).